Event description:
It was reported that during a tibia and anterior cruciate ligament (acl) surgical procedure, it was observed that the small battery drive device will not turn on. According to the reporter, the device was tried with a battery device; however, the device did not work. The battery device was then tried with another small battery drive device and the device worked as expected. There was a five minute delay to the scheduled surgical procedure. An identical spare device was available for use. There were no reports of injuries or medical intervention. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The manufacturing location was unknown. The device manufacture date is unknown. The actual device was returned for evaluation. (B)(4) evaluated the device and observed that there was a motor assembly or electronic control unit failure. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to usage wear over time.